Manufacturer narrative:
(B)(4). Device was not returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the detachment of the device component (clip detaching from the clip delivery system [cds]) appears to be related to user technique of inserting the cds into the steerable guide catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip became detached from the clip delivery system (cds), and if it were to reoccur in the anatomy, has the potential to cause or contribute to patient injury. It was reported that during a demonstration of a nt cds, the cds was inserted into the steerable guiding catheter (sgc) without issue. It was noted that the guide was not fully straightened when the cds was inserted. After the cds exited the tip of the sgc, the clip had detached from the cds and was hanging on the gripper and lock lines. There was no abnormal resistance noted during advancement through the sgc. There was no patient involvement as this was a demonstration of the device only. No additional information was provided.